Manufacturer narrative:
Pump was received with severely scratched display window, cracked case at display window corners, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 170 mg/dl at the time of the incident. The customer stated that the little black rubber by the reservoir popped off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.